Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer intubated the patient's right bronchus when the left bronchus should have been intubated. The left endobronchial tube was removed from the right lung and placed in the left lung. Post procedure, the right bronchus was checked by fibre, and a laceration about 4 to 5 cm at the proximal of next branch, past the right bronchus superior lobe was observed. The customer stated the radiopaque line in the endobronchial tube was protruding. The patient has since recovered. Four . If during patient use, was recannulation of a replacement tube required? - no.